Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device was running continuously. The repair technician reported the device was running all the time with the battery connected, the contact plate was cracked, and the reverse speed was inoperable. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: contact plate, circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: gxl. Device is an instrument and is not implanted/explanted. Service history review: part no. 05.000.008, serial/lot no: (B)(4): a service history of the past three years has been reviewed. The item was previously returned for service on (B)(6) 2013, (B)(6) 2014 due to motor failure. The customer called in a service request for this item on (B)(6) 2015 and reported the device inoperable-will not run. The previous service conditions of motor failure are relevant to the current complained issue of inoperable-will not run. The manufacture date of this item is 25 september 2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one hand piece for battery powered driver runs constantly when a battery is attached. And another one does not run at all. Both items were discovered during surgeries, but back-ups were able to be used to complete the surgeries with no issues. This is report 2 of 2 for (B)(4).